Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021, further stated as "about a week ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue piece (female connector) and the light blue (main body) of the twist clamp on a minicap extended life pd transfer set. This was further described as ¿when the nurse removed (disconnected) the manual drain from the end of the transfer set, the dark blue piece come out of the light blue gripper¿. The device was in use for peritoneal dialysis therapy and this occurred with the patient¿s existing transfer set after completing a manual drain just prior to performing a routine transfer set change at the clinic. As a result, the old transfer set was immediately removed and a new transfer set was placed on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.